Manufacturer narrative:
Device product code: xxx used to capture code ovd which was not available for selection. Manufacturing location: (B)(4). Manufacturing date: february 05, 2014. Expiry date: january 01, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one unknown intervertebral prosthetic disc implant. Part and lot numbers were not provided by reporter. Other¿ UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6).without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. F information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported the patient underwent revision surgery to address a broken unknown intervertebral prosthetic disc implanted at levels l4-l5. The revision surgery was performed on (B)(6) 20 15. The patient was initially implanted on (B)(6) 2014. The patient developed a (B)(6) infection following the revision surgery which resulted in a third surgery to clean and debride the wound on (B)(6) 2015. The occurrence of infection and the third surgery are addressed and reported under related complaint ((B)(4)). The patient reports that he suffers from chronic back pain and that the successive surgeries have affected his physical, aesthetical, physiological, morale, financial and social well-being. He also reports that he has gained over eight kilos due to excessive consumption of medications and cannot work or participate in sports. This report is for one unknown intervertebral prosthetic disc implant. This report is 1 of 1 for (B)(4).